Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost weight and experienced pain due to the issue. Surgical intervention was undertaken during which the ipg was explanted and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.